Event description:
A malfunction on the pump was reported by the caller, with a malfunction code of 12 and fault ID 0x2071. There was no reported impact to the customer's blood glucose level, as the caller declined to answer whether the issue caused their blood glucose to exceed 500 mg/dl. The customer was advised by technical support to use manual injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the pump was still under warranty and decided to replace it with one that has updated software, providing relevant training instructions. Additionally, storage mode instructions were given for returning the problematic pump, and a return package is to be used for sending it back within 10 days.